Event description:
The manufacturer received information alleging set values changed on its own regarding a trilogy evo, o2 while in patient use. There was no report of harm or injury. The trilogy evo, o2 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was confirmed that the issue could occur when performing specific operations and that this issue was caused by a software problem, and an improvement request has been submitted. The technician notes when the issue occurs, the unit can be reset and used again by performing a deep sleep (unplug the ac power cord and leave the power off for more than 5 minutes). The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). If any additional information is received, a follow-up report will be filed.